Manufacturer narrative:
This device (lot unknown) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
After receiving a cypher select stent, the patient had thrombosis. No additional information was provided.